Event description:
The device was returned to the service center with a customer report that the device will not turn on battery power. This did not indicate a reportable malfunction. However, during verification testing at the service center, battery leakage was found in the battery compartment and on the negative battery contact of the device.

Manufacturer narrative:
During testing at the service center the device would not power on with battery power and corrosion was noted inside the battery compartment and the negative battery contact on the middle printed circuit board of the device. This was found to be due to leakage from the disposable batteries. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.